Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/11/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. After day 6 of wearing the sensor, the patient's mother removed the sensor on (B)(6) 2017 due to the patient experiencing skin irritation that was red, itchy and had pus. The irritation was located around the sensor adhesive patch. On (B)(6) 2017, the patient's mom went to the pediatric doctor and was prescribed a prescription for dermatitis. At the time of contact, the patient was in good condition. No additional patient or event information is available.